Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 400 mg/dl at the time of incident and other blood glucose was 540 mg/dl. Customer reported that the pump was not delivering insulin and it was not calibrating also said that its been 3 days that she was having high blood glucose events and she could not bring her blood glucose down unless she got a shot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was inactive. Customer treated for blood glucose using insulin shot. Customer was alleging possible pump under delivery, stated it took longer for the bolus to be delivered. Customer reported that insulin exited at the quick release. The insulin pump will not be returned for analysis.